Event description:
My son is a huge fan of the wiggles. When I saw the wiggle adhesive bandages in our local store, I did not even think twice about buying them. His older brother had a scrape and a band aid brand bandage on his elbow, so he wanted a bandage also. I put one on his leg at his request. He also by himself later that day put two more on his arm where there was no wound. After a couple of days, the bandage on his leg came off while bathing and to my horror it had produced a wound. I immediately took off the two on his arm and those two also produced an area of irritation. There was nothing there before putting on the bandage, he just wanted to be like his brother. I have pictures of what the area on his leg and arm looks like after the bandage came off if needed. These were manufactured by kosmakare.